Event description:
It was reported that this patient reported to the emergency room (ER) for dizziness and a slow heart rate. Upon review of data from this pacemaker, it was found that there was loss of capture (loc) on the right ventricular (rv) lead. This pacemaker and right ventricular (rv) lead were explanted. The rv lead was a non-boston scientific product. A new pacemaker and lead were placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient reported to the emergency room (ER) for dizziness and a slow heart rate. Upon review of data from this pacemaker, it was found that there was loss of capture (loc) on the right ventricular (rv) lead. This pacemaker and right ventricular (rv) lead were explanted. The rv lead was a non-boston scientific product. A new pacemaker and lead were placed. No additional adverse patient effects were reported.